Event description:
It was reported that during an atrial fibrillation ablation procedure, the pt developed a pericardial effusion. The pt was unable to lay still during the procedure and required multiple dosages of sedation throughout the procedure to limit movement and avoid potential complications. The reflexion spiral was placed in the left ventricle along with the therapy cool path duo ablation catheter. After isolating the left sided pulmonary veins using the cool path duo catheter, the pt's blood pressure dropped and an echocardiogram revealed a pericardial effusion. The physician performed a pericardiocentesis and the pt was transferred to ICU. The pt is reportedly stable.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed this device met manufacturing requirements prior to shipment. The cause for the reported pericardial effusion is unk. Date report submitted to FDA by manufacturer: 12/10/2010. Date the initial reporter provided the info to the manufacturer: (B)(6) 2010.